Manufacturer narrative:
No device was returned for evaluation as it is still in-situ and radiographs provided could not confirm osteolysis. The patients bone quality and post operative physical activity is unknown. Review of the post index procedure and 72 month radiographs both note deformation of the c6 vertebral body and appears to have bone loss at c6 and c7, additionally the 72 month images notes a slight subsidence of the c5/6 cervical total disc replacement into the c6 vertebral body. No root cause could be determined as the alleged osteolysis could not be confirmed index procedure images question patient selection and bone quality as well the 72 month image indicates possible subsidence and movement may have taken place. No additional investigation can be completed but if a revision is completed or more information provided an additional investigation will be initiated. Manufacturing review: no material or lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions: an active systemic infection or an infection at the operative site. Osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5. Known allergy to the implant materials (peek, ceramic, titanium)...bridging osteophytes. Marked cervical instability on neutral lateral or flexion/extension radiographs (e.g., radiographic signs of subluxation > 3.0mm or angulation of the disc space more than 11° greater than adjacent segments). Significant cervical anatomical deformity at the index levels or clinically compromised cervical vertebral bodies at the index levels due to current or past trauma (e.g., by radiographic appearance of fracture callus, malunion,or nonunion) or disease (e.g., ankylosing spondylitis, rheumatoid arthritis)." "Warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide...there is a risk of heterotopic ossification associated with artificial cervical discs which could lead to reduced cervical motion or fusion at either the treated level(s) or adjacent levels." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information,the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery.preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available." "Intraoperative...excessive removal of endplate cortical bone may result in sub-optimal outcomes..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months. Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "Cervical artificial disc risks risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to: implant failure, device migration, device subsidence, device fatigue or fracture or breakage, device instability...placement difficulties, device malposition, improper device sizing, excessive device height loss, wear debris, disc space collapse, material degradation...asymmetric range of motion...spontaneous fusion due to heterotopic ossification,development of bridging bone or osteophytes...development of spinal conditions, including but not limited to spinal stenosis, spondylolisthesis, or retrolisthesis, removal, revision, reoperation or supplemental fixation of the disc, osteolysis, bone loss, or bone resorption..." "Note: additional surgery may be necessary to correct some of the adverse effects. During the procedure, if the simplify® cervical artificial disc cannot be visualized, a contrast media may be used. Following completion of the procedure, patients should receive a postoperative treatment care protocol. Patients will be permitted to ambulate on the day of surgery, as tolerated, and, at the discretion of the surgeon, may wear a collar to support the neck (philadelphia, aspen, miami j, 2 poster-orthosis, etc.) Until the soft tissues of the neck have healed." 2226-e-2023-03.

Event description:
This complaint was created from a review of the simplify medical 2 (sm2) clinical study where it was reported that a study patient underwent a two level cervical total disc replacement procedure on (B)(6) 2018 at c5/6 and c6/7 without a reported issue. On (B)(6) 2024 during a routine 72 month follow up radiographs identified osteolysis or vertebral inflammation related to wear debris at c5/6 and c6/7 index levels and adjacent levels currently no revision is planned. The patient will continue to be monitored.